Event description:
It was reported that when giving infusion it was discovered that there was foreign matter in the catheter with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2019, when giving infusion exhaust to the patient, it was found that there was foreign matter in the catheter of indwelling needle.

Manufacturer narrative:
Photo or sample was not provided to aid in our quality engineer¿s investigation. With the lack of a sample, bd was unable to observe the failure mode. Retention samples were evaluated and no foreign matter was found. Master production records were reviewed for the lot number and no non-conformances were noted during the manufacturing of this lot. Our records indicate that the reviewed batch record passed all the in-process inspection. Only this complaint has been received for the reported defect and lot number. Bd will continue to track and trend for this failure mode. A possible root cause could not be determined at this time.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when giving infusion it was discovered that there was foreign matter in the catheter with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2019, when giving infusion exhaust to the patient, it was found that there was foreign matter in the catheter of indwelling needle.